Event description:
According to the reporter, during laparoscopic radical gastrectomy, at the beginning, the device was unable to coagulate the mesenteric blood vessel although the hardware screen showed the circle was completed. Vessel thickness was 2-3 millimeters. Energy delivery was noted and no error tones were heard. Tried several times to change the lots of device, generators, and even power charging lines but the effect was the same. There was a blood loss of 20 milliliters; no blood transfusion was required. The jaws were clean and fresh, without eschar. The procedure was not completed in a very pleasant mood. The generator has been updated to software 4.0.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#22860134x); vlft10gen, vlft10gen ft series energy platformx1 (serial#t0d41094dx); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#22000104x); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#30480126x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown); vlls10ge, vlls10gen ls series vessel sealing gen (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.